Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen via an implantable pump. The indications for use were head/brain injury and intractable spasticity. It was reported that the caller, a pharmacist, stated the patient was admitted to the hospital yesterday with an infection to the pump pocket area. The caller was wondering about weaning instructions/dosing for this patient. The caller stated the patient is receiving gablofen. The caller was redirected to the gablofen drug manufacturer.